Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his sensor reading and blood glucose are largely different. Customer does not wear the sensors anymore. He stated that at one time, his sensor was telling him he was low but his blood glucose was actually 400 mg/dl. Another time, his sensor read 109 mg/dl, but customer's blood glucose was actually 300 mg/dl. Customer doesn't believe the insulin pump was causing his highs. He feels he does better without the sensors. Customer declined troubleshooting. Nothing further reported.